Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from the connection of the final line of the homechoice cassette and solution bag was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that the connection between the final line of the homechoice cassette and solution bag felt moist. Renal therapy services (rts) assisted the patient to remove the supplies and advised to use manuals if needed and contact their nurse. Proper procedures per the user manual were discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.